Event description:
When removing the balloon catheter, the balloon sheared. Portions of the balloon appeared to be missing. Angiogram completed. Nothing visualized in the angiogram. Portions assumed to be retained.